Event description:
It was reported that patient underwent total hip replacement in early 2007 during which she received a durom cup acetabular component. Post-op, patient has been experiencing pain and is scheduled to be revised in early 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.